Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event the same day as onset. The same day the patient began treatment with cefazolin for twenty days (route, dose and frequency not reported) and intraperitoneal zidimbiotic (1 gram, daily for twenty days) for the bacterial peritonitis event. The patient was discharged twenty days after admission. At the time of this report, the patient was recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.